Manufacturer narrative:
The remote service personnel evaluated the device remotely. It was determined that this was a broken therapy cable. The customer was given part number and pricing for a replacement part. The device remains at the customer site and no further evaluation is warranted at this time.

Event description:
Philips received a complaint on the heartstart mrx device indicating that the paddle cable is broken and needs replacement.